Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was surgically explanted and replaced 2 days after implant. The physician reported that the device was not transmitting data from the home monitor to the physician website, requiring the patient to return to clinic for an interrogation. In clinic interrogation found that the device operating in safey mode, which limits device function. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for device replacement. A different device was implanted. No additional adverse patient effects were reported. The explanted crt-p device is expected to be returned.